Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
The customer reported the collar on the secondary tubing broke when disconnecting from the primary set. The event occurred in the (B)(6), no curos caps had been used on the connector. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.